Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-01691. The pt is implanted with two scs systems. It is unk if the pt is having issues with both ipgs or only one, therefore we are reporting on both ipgs. It was reported the pt is no longer receiving effective stimulation and is unable to communicate with or charge her ipg. A replacement charger was unable to resolve the issue. X-rays were ordered to verify if the ipg has flipped or tilted in the pocket.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.